Event description:
Pt has history of renal failure from hypertension. She currently undergoes dialysis 3x weekly. She has history of difficult dialysis access. Pt had a left femoral tesio dialysis catheter which became non-functional. Fluoroscopy showed clots surrounding both distal ends of the catheter. Attempts to dissolve the clots via urokinase were unsuccessful. Catheter was removed and replaced on 1/16/1998. The procedure was successful and pt was discharged on 1/18/1998 on coumadin therapy to inhibit further clot formation.